Event description:
The healthcare professional reported that the 132cm embovac 71 aspiration catheter (ic71132ca / 30557977) was cracked at about 2 cm and 7cm from the end. Limited information was available at the complaint initiation. There was no report of any patient adverse event. On 21-apr-2022, additional information was received. The information indicated that the target was located on the internal carotid artery (ica) and m1. The vessel was not excessively tortuous. The cause or factors that contributed to the reported cracked embovac was not known. It was removed from the patient in one piece; no additional intervention was required to remove the embovac. Adequate flush was maintained and excessive force was not applied. The device was used and prepped in accordance with the instructions for use (IFU). There was no blood flow restriction / reduction as a result of the reported issue. There was no allegation of patient injury; the reported issue did not result in any clinically significant delay in the procedure. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. (B)(6). The initial reporter email address was not available / provided. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30557977) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that the 132cm embovac 71 aspiration catheter (ic71132ca / 30557977) was cracked at about 2 cm and 7cm from the end. Limited information was available at the complaint initiation. There was no report of any patient adverse event. On 21-apr-2022, additional information was received. The information indicated that the target was located on the internal carotid artery (ica) and m1. The vessel was not excessively tortuous. The cause or factors that contributed to the reported cracked embovac was not known. It was removed from the patient in one piece; no additional intervention was required to remove the embovac. Adequate flush was maintained and excessive force was not applied. The device was used and prepped in accordance with the instructions for use (IFU). There was no blood flow restriction / reduction as a result of the reported issue. There was no allegation of patient injury; the reported issue did not result in any clinically significant delay in the procedure. The procedure was successfully completed. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 132cm embovac 71 aspiration catheter was received contained in the decontamination pouch. Visual inspection was performed. The catheter was inspected, and the presence of hydrophilic coating was confirmed. Multiple kinked conditions were found along its entire length, also a twisted condition was found in the body of the device. The catheter shaft was also found with multiple compressed conditions where fingertips seemed to be used to hold or retrieve the device. This reasoning suggests that the damages occurred during the retrieval of the distal part of the catheter as they might have precluded the insertion / advancement of the embovac catheter. These damages are unrelated to the issue reported. The distal mesh section was observed to be in a stretched condition in all the distal section. Further inspection under microscopic magnification revealed that as a result of the stretching, the mesh structure was exposed: the coating was observed to have a torn appearance at 1in (2.54cm) and 4in (10.16 cm) from the distal end. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The reported issue documented in the complaint regarding the embovac catheter cracked-in patient was confirmed based on the evidence observed on the distal mesh section. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30557977) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following precaution: exercise care in handling the embovac catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. . The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received the product analysis lab on 21-jun-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.